Event description:
The patient stated that she thought the pump alarmed that the bolus dose was cancelled. She then programmed and delivered another bolus thinking the first was cancelled but she realized that the first must not have been cancelled when she checked the insulin on board (iob). She stated that she programmed a second bolus for the same amount as the first bolus. She thought the first bolus was cancelled due to an empty cartridge alarms but noticed that the cartridge still had 17 units of insulin in it at the time. The patient's blood glucose reportedly dropped to 37 mg/dl after delivering the second bolus. She says she stayed up and increased her carbohydrate intake to account for the additional insulin taken. The customer support representative advised the patient to check her bolus history or status screen 2 if she is not sure whether or how much of a dose is cancelled. There was no evidence of a malfunction of the product however this complaint is being reported because the user inadvertently programmed an extra bolus dose, which reportedly dropped her blood glucose levels.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #2 - device evaluation: the pump has been returned and evaluated by product analysis on 09/12/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history; there was no indication of a cancelled bolus in the pump history. A 24 hour duration test was completed without issues. A flow accuracy test was performed and the pump was delivering within specifications. A normal bolus and an audio bolus were performed and were recorded successfully in the pump history. No hypersensitive buttons were found. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.